Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a bleeding event occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was on blood thinner medication and experienced heavy bleeding upon sensor insertion in the upper back portion of the arm. Her husband immediately applied direct pressure and ice treatment on the site to help manage the bleeding. In spite of these attempts, the bleeding continued for about an hour, prompting the patient to go to the emergency department alone. In the ed, the attending physician first used silicone dressings, which failed to control the bleeding. The md decided the only way to stop the bleeding was to stitch it. No medications were prescribed after the procedure, but the patient was advised to take over the counter tylenol tablets for pain management if needed. One week later, the patient visited her primary care physician (pcp) for suture removal. However, the clinic did not have the appropriate tools, and she was referred back to the ed, where the sutures were successfully removed. At the time of the report, she mentioned she only took tylenol 650 mg twice for pain and the incision site had already healed. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.